Event description:
Pt had a antero-lateral l3-l4 corpectomy on (B)(6) 2012. Distributor reports xrl large implant assembly was used to fill the void. Following implant of the xrl large, pt was flipped to prone and fluoro showed the xrl did not migrate. Pedicle screws were inserted from the posterior at t12, l1, l2, l5, s1, and pelvis, then secured with rods. Plane film was used after closure and showed the xrl large had migrated 5mm anterior relative to l2. Revision was performed on (B)(6) 2012 through initial antero-lateral incision. Xrl large was re-engaged using the xrl spreader, collapsed, repositioned, and re-expanded into the desired location. Pt was flipped to prone and plane film showed the xrl large did not migrate. This is 4 of 8 reports.

Manufacturer narrative:
Review of manufacturing records found not complaint related anomalies.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.